Event description:
Spoke with patient who stated that when she turned her pump on, the pump alarm goes off and message states system time out. She tried replacing batteries but didn't work. Pt due to infuse today. Pt confirmed she did not spike any of the ha / hyqvia. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number (B)(6). Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; did we replace device? Yes. Common variable immunodeficiency.